Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line became separated from the cartridge. There was no adverse impact to customer's blood glucose level. Customer performed a cartridge change to resolve the issue.